Event description:
It was reported that, the surgeon noticed that there was a little gap between the type "e" of the triad cup (OEM product sourced by stryker (B) (4)) and the ceramic insert/sleeve on the x-ray after immediate. At this point, he is not planning a revision surgery for this event.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.